Event description:
In 2005, the patient unerwent an operation with our products. Nine months later, the patient felt painful in his back and went to the hospital. Then it is found the product broke inside the human body. In 2006, the patient took an explantation to take the failure products out.